Event description:
Clinical information: (B)(4) - portico continued access protocol, patient site ID: (B)(6). It was reported that on (B)(6) 2017, a 23mm portico valve was successfully implanted in a patient. On (B)(6) 2020, the patient was re-admitted to the hospital due to discovery of aortic regurgitation on a transthoracic echocardiogram. The patient was asymptomatic, but it was decided that a valve-in-valve procedure needed to be done. The patient underwent a valve-in-valve (viv) procedure with an unknown device being implanted. On (B)(6) 2020, it was noted post-viv that the patient developed a complete heart block. The decision was made to implant a leadless pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of central regurgitation and leaflet degradation was reported. Information from the field indicated that the central regurgitation is indicative of leaflet degeneration. The device history record was not reviewed as a serial number was not provided. Based on the information received, the cause of reported leaflet degradation could not be conclusively determined. The central regurgitation appears to be related to the leaflet degradation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_895 - portico continued access protocol, patient site ID: (B)(6). It was reported that on (B)(6) 2017, a 23mm portico valve was successfully implanted in a patient. On (B)(6) 2020, the patient was re-admitted to the hospital due to discovery of aortic regurgitation on a transthoracic echocardiogram. The patient was asymptomatic, but it was decided that a valve-in-valve procedure needed to be done. The patient underwent a valve-in-valve (viv) procedure with an unknown device being implanted. On (B)(6) 2020, it was noted post-viv that the patient developed a complete heart block. The decision was made to implant a leadless pacemaker. Subsequent to the previously filed report, additional information was received that post-intervention the patient had no significant aortic regurgitation and only trivial perivalvular leakage. The device used for the valve-in-valve procedure was a 20mm non-abbott device. There had been no noted anatomical or tissue/calcium interference affecting expansion during the implant procedure of the 23mm portico valve. There was sufficient calcium to allow anchoring ofthe 23mm portico valve, at the time of implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient does not have a horizontal aorta. It was also noted that potential premature leaflet degeneration was seen, there is some evidence of leaflet thickening via a computed tomography angiogram. The patient's heart block is attributed to the valve-in-valve procedure.